Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that efforts to communicate with this implantable pulse generator were unsuccessful despite troubleshooting. An alert was generated for reading data failed, unable to identify device. The patient has not heard tones coming from the device and does not recall the date of the last follow up visit. This device remains in service at this time and no adverse patient effects were reported.